Event description:
It has been reported to philips that the system was unable to power on. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system had failed to power on once and was able to power on at the time of the inspection. Analysis of the log files did not show any errors and the problem could not be reproduced. The system was in use in good working order. The codes were updated based on the investigation outcome.